Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is that the nail was too long. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2018 that a sign im nail implanted to repair a fracture was exchanged for a shorter nail. The im nail was replaced with a 8mm x 280mm standard im nail per the sign technique manual. Surgeon comment: "we change the nail because of the last one is too long. So we change to the shorter one."